Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 300 mg/dl. Customer also had high blood glucose of 500 mg/dl. The customer had no symptoms of high blood glucose. Customer did contact their healthcare professional. Customer declined to troubleshoot for high readings. Troubleshooting was performed. Customer declined to check for leaks or air bubbles. Customer was not able to check for bent cannula. The device settings were correct. Customer declined to test the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation.